Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference manufacturer report: 1627487-2011-01490. The pt received his scs system, including an ipg and percutaneous lead, on (B)(6) 2006. It was reported that the pt's charger frequently turns off on its own, and communication with the ipg was very intermittent. A new charging system was sent to the pt. The pt stated that the new charger established communication with his ipg, but the ipg was not holding a charge for very long. Follow up on the pt found that he complained of uncomfortable stimulation in his kidney area. The physician plans to perform an ipg and lead explant/replacement procedure. The surgery date is currently undetermined; no further info is available at this time.